Event description:
It was reported that an ilet user new to the inset infusion set experienced difficulty retracting and clicking the inserter into place prior to insertion, resulting in unsuccessful deployment attempts with two infusion sets from mixed lots 6013352 and 6013340. Education and troubleshooting were provided, and the user subsequently achieved successful insertion without the need for a video call. There were no reported symptoms or adverse clinical effects. Outcomes included no medical intervention, no hospitalization, and no alerts or alarms. Investigation included remote troubleshooting and user education focused on insertion mechanics and device handling. Investigation of this case revealed user difficulty with the infusion set deployment mechanism, with no device malfunction confirmed and no issue identified with other pump components. It was concluded, based on previously established findings for similar reports, that the cause was user technique during infusion set insertion.